Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer output and pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive damage consistent with mis-handling. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.